Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Occupation - the occupation is lay user/patient.

Event description:
While troubleshooting errors with the initial reporter's coaguchek xs meter serial number (B)(4), the reporter indicated she received a result which was not present in the meter's patient result memory. The reporter stated she received an error "8" and error "6" on the meter. She received error "8" after applying blood to a test strip while testing. After four tries, the reporter received a meter result of 2.1 inr on (B)(6) 2020. The reporter was asked to check the meter's patient result memory to ensure the "8" was an error code rather than an actual result of 8 inr. According to the reporter, the meter memory indicated there was a result of < 8 inr at 9:36 a.m. On (B)(6) 2020 in addition to the result of 2.1 inr on (B)(6) 2020 at 11:41 a.m. The reporter powered the meter off in order to complete a display check. The display check was performed and there were no missing segments on the display. The reporter checked the meter memory again and the < 8 inr value that was previously seen is now gone. The meter's result memory now shows a result of 1.7 inr measured on (B)(6) 2020 at 10:15 a.m. And the value of 2.1 inr at 11:41 a.m. On (B)(6) 2020. The reporter continued to scroll through the meter patient result memory, but could not locate a value of < 8 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.